Event description:
It was reported that the patient with this artificial urinary sphincter experienced incontinence due to fluid loss from the device. The aus was explanted and replaced. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use.